Event description:
It was reported that "a leak was found on the catheter while in use on the patient. As a result, a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a leak was found on the catheter while in use on the patient. As a result, a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death".

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number (18f21g0035) matches the lot number for the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 40cc inflation driveline tubing; some dried blood was noted within the tubing. Upon return, the distal end of the teflon sheath was noted at approximately 35.7cm from the iabc distal tip. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the helium pathway. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, a puncture to the bladder was found and the leak site was caused by a damaged section of the wire-round (part of the flex tip assembly/central lumen). No other leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined. The complaint finding is considered isolated. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.